Event description:
During laparoscopy procedure, where surgeon was using an endoscopic scissor - the blades came apart and fell off from the tip. Blades were retrieved from the body; no other pieces were visible and a post op kub xray was taken prior to the pt being transferred to pacu. No foreign objects were visible on xray. Dr aware. Co's rep was called to try to determine if there would have been a tiny screw - rep said the blades were held by a 1/2 inch pin which was intact. Ctc and sterile processing notified immediately. Tool was tagged. In 2009.